Event description:
New information received notes that the left ventricular lead was discarded.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that patient presented remotely with over-sensing. Noted on the patient's implantable cardioverter defibrillator. Further examination via x-ray imaging revealed, left ventricular lead dislodgement. Resulting in loss of capture. Surgical intervention was planned for the lead dislodgement. And the device will continue to be monitored. The patient was stable throughout.

Event description:
New information received notes that the device and lead were explanted and replaced on (B)(6) 2023. No further adverse patient consequences were reported.